Manufacturer narrative:
This information is unknown. Date of event is unknown. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the 5mm hex flexible screwdriver broke while tightening the set screw. There was an unknown surgical delay. Patient outcome is unknown. Concomitant device reported: unknown trauma screw (part number unknown, lot number unknown, quantity of 1). This report is for a 5mm hex flexible screwdriver. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. DHR review was completed. Part no.: 03.037.028, lot no.: 9761156 , manufacturing location: haegendorf, release to warehouse date: 22.dec.2015 . No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Customer quality conducted an investigation of the returned device. Background: it was reported that on an unknown date, the scrdriver-hex 5 flex cann broke off while tightening the set screw. Investigation flow: broken . Visual inspection: the shaft of the device is broken at the end the first rotation of the irregular spiral cut. The break fully extends from the start of the spiral cut to the adjacent edge of the next rotation. Due to the geometry of the puzzle shaped spiral cut, the broken shaft remains assembled to the handle despite the complete break. The device also shows a slight bow over the length of the shaft. The hexagonal drive shows worn edges but which would not impact the functionality. Agreement and confirmation with the complaint condition: the complaint condition is confirmed and the received condition agrees with the complaint description as there is a fracture at the proximal start of the spiral cut. Dimensional inspection/document/specification review: based on the date of manufacture the following drawings, reflecting the current and manufactured revision, were reviewed. Flexible screwdriver: flexible shaft (component): the outer diameter adjacent to the start of the puzzle shaped cut measured 7.997mm which is within the specification of 8mm h7 (+0/-0.015). The relevant inner diameter could not be accessed for inspection as the broken shaft remains assembled due to the puzzle shaped cut. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The design history was found to not impact the complaint condition. Material review: review of the device history record(s) showed that the lot went through the required steps during the inspection at the time of manufacturing and showed no issues concerning the material or material conditioning. Probable cause: a root cause could not be definitively determined as the circumstances at the time of the break are unknown. However, the condition is consistent with exposure to an exceeding off axis bending force. Further raw material inspection was not performed at cq as there is no indication that the material would have contributed to this complaint based on the age of the device (2+ years) and the received condition of off axis bending. Conclusion: the complaint condition is confirmed as the device is broken at the proximal start of the puzzle shaped cut shaft. A root cause could not be definitively determined as the circumstances at the time of the break are unknown. No design or manufacturing defect or deficiency was observed during the investigation. No new malfunctions were observed. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during an unknown surgical procedure on (B)(6) 2018, the 5mm hexagonal flexible screwdriver broke off while tightening a set screw. Procedure was completed successfully with no delay. Concomitant devices reported: set screw (part number unknown, lot number unknown, quantity 1).